Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) proximity seal could not be removed. Not left in the loader. Could not be deployed. Using a new heart string, the operation ended without any problems. The patient's condition is fine.

Manufacturer narrative:
H3 correction: device evaluated by mfg? Changed to "yes". H6 correction: device not return has been replaced with testing of actual/suspected. Device/testing of raw/starting materials. Internal complaint number: 472109. Testing of actual/suspected device/testing of raw/starting materials: (10/4105/213/67) the delivery device was returned for evaluation on 21sep2021. Device was investigated on 04oct2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading, tension spring, seal and delivery device. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. The seal was observed to be out of the tip of the delivery tube in an unwrapped state. The tension spring was removed from the delivery tube. The seal was observed to have no cracks or delamination. No measurements of the delivery tube was conducted due to the presence of blood. Blood was observed in the delivery tube which indicates that there was an attempt to insert the device into the aorta. No visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure "activation problem" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) proximity seal could not be removed. Not left in the loader. Could not be deployed. Using a new heart string, the operation ended without any problems. The patient's condition is fine.

Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Device not returned: (4114/3221/67) despite request and/ or customer indication that the device would be returned; however, no device was returned.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) proximity seal could not be removed. Using a new heart string, the operation ended without any problems.